Manufacturer narrative:
For 1 of the 19 reported events, the actual sample was returned for evaluation. The one returned device was labeled for single use. A visual inspection was performed and there were no signs of physical abnormality that could have caused or contributed to the reported flow problem. A functional flow rate test was performed on the unit and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified for the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. It was reported that nineteen large volume infusors under-infused. All nineteen events involved a patient with no patient consequences. No additional information is available.